Event description:
It was reported that a patient underwent an unknown procedure on an unknown date. The nurse was helping the doctor attending to a patient. When she took out vicryl rapide v5170 out from package, the suture ripped out from needle. No patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device evaluated by MFR: investigation summary: visual analysis of the returned product revealed that an empty opened foil, a needle reparked in a labeled winding former and several suture pieces of product code v5170h were received for evaluation. The suture has begun with process degradation caused by exposure to the environment and the needle detached from the strand. The product code v5170h contains an absorbable suture. As the sample was received open, the time of exposure to the environment could not be determined and functional tests cannot be performed. The foil packet was visually inspected, and excessive wrinkles, delamination, and holes in the cavity were observed. This condition contributed to the degradation of the suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient (was there any patient harm reported)? Ans: they are not using this product on the patients so no any patient harm reported." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.